Event description:
Pt underwent implantation of duraphase penile prosthesis for organic impotency 10/17/89. Pt returned to dr's office in 9/94. Examination of pt revealed flaccidity of implant ("no maintenance of rigidity"). Pt returned to surgery 9/13/94 for removal of failed implant and replacement with another prosthesis. Defective implant will be returned to MFR after 10/27/94, unless claimed by pt.